Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted lens into the patient's right eye (od) that is (B)(6) . Patient's anterior endothelium chamber depth (acd) is 2.8mm. Patient's last visit on (B)(6) 2017 the patient's best corrected visual acuity is 20/20.

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted lens into the patient's right eye (od) that is (B)(6) . Patient's anterior endothelium chamber depth (acd) is 2.8mm. Patient's last visit on (B)(6) 2017 the patient's best corrected visual acuity is 20/20.

Manufacturer narrative:
Claim# (B)(4).